Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 2 pm for a low blood glucose level of 40 mg/dl. The customer had issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer received a no delivery alarm on their pump as well. The customer was assisted with trouble shooting and found that the cannula was bent. The customer believes that the alarm occurred when the pump ran out of insulin. The customer does not want to return the reservoir back for analysis. The customer will be sent a new sensor. No further information was provided.